Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number (B)(6); product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon valvuloplasty was performed due to calcification. The 26 millimeter (mm) transcatheter aortic valve was selected and attempted for implant but the 26 mm valve would not seal following deployment. The valve dislodged towards the annulus perimeter before recapture and withdrawal. Per the physician, the patient's anatomy was in between in between the 26 mm and 29 mm sized and this contributed to the sizing issue. The decision was made to change the valve size to a 29 mm transcatheter aortic valve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter aortic valve, a pre-implant balloon valvuloplasty was performed due to calcification. The 26 millimeter (mm) transcatheter aortic valve was selected and attempted for implant but the 26 mm valve would not seal following deployment. The valve dislodged towards the annulus perimeter before recapture and withdrawal. Per the physician, the patient's anatomy was in between in between the 26 mm and 29 mm sized and this contributed to the sizing issue. The decision was made to change the valve size to a 29 mm transcatheter aortic valve. No patient complications have been reported as a result of this event. Additional information was received that no pre-implant balloon dilation was performed and a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was at the base of the pigtail catheter.